Event description:
The customer requested checkout of the device, but did not provide a specific reason for the request. During requested service, the manufacturer's service technician reported that review of the device diagnostic log identified the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician performed testing of the battery and reported it would not function after 5 minutes use. The service technician replaced the battery to complete the service. Applicable final testing was completed and tests passed to operating specifications. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.